Manufacturer narrative:
The unit was unable to prime during prime / a33 test due to faulty fsr. The unit was received with cracked reservoir tube, reservoir tube lip, and battery tube threads. The unit was received with minor scratched lcd window. The unit was received with missing end cap sticker. (B)(4).

Event description:
It was reported that the customer's insulin pump had a piece missing from the reservoir compartment. The customer's blood glucose level was 52 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.